Manufacturer narrative:
The referenced scope was returned to the service center for evaluation. A visual inspection was performed on the received condition and noted the distal end was broken from the base of the bending section area exposing metal. Additionally, the was metal protruding outside the bending section cover with no sharp edge. The internal elements inside the bending section area were intact. The bending section cover was removed and there were no other sharp edges on the bending section skeleton. A leak test was not performed due to the broken bending section. The bending section was manipulated; the movement is abnormal due to the broken skeleton at the base of the bending section. Based on the evaluation, the most probable cause of the broken bending section is due to excessive stress/force applied to the scope. A review of the service history the scope was purchased on (B)(6) 2018; there were four repairs in the past two years, three involving mechanical damage or leaks in the scope. According to the instruction manual it states ¿do not twist or bend the bending section with your hands, equipment damage may result¿.

Event description:
The service center was informed that the scope was completely broken at the bending section area. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information regarding the reported event. During a stone (kidney) removal procedure, the scope was completely broken at the bending section area. It was reported there was a stone in the kidney that was difficult to remove to which the doctor pushed and twisted on the scope to the extreme until the scope broke. The tip of the scope appeared to have an "s-curve". There was no difficulty removing the scope. A second scope was used and it also broke while trying to get the stone. There was only a few minutes delay in the procedure to switch out the scope. There is no additional information regarding this report. This report is for scope 1 of 2. The second scope referenced in this report was submitted on MDR# 8010047-2019-04208.